Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the surgeon tried to convert from unite fx to reverse. The proximal body screw was loosened up and body would not release from the unite stem. Then the stem came out when trying to remove the body. They had to put in delta system.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.